Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the clinical observations of a fiber tip break could not be confirmed.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 500 joules and 4 minutes had elapsed. The procedure was completed with a second fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 1500 joules and 4 minutes had elapsed. The procedure was completed with a second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber identified the glass tip was detached and was not returned for analysis. The level of devitrification could not be determined due to the glass tip absence. Functional testing of the fiber was performed by using the helium-neon (hene) laser fixture. This test did not reveal any signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Analysis of the returned fiber identified the glass tip was detached and not returned; therefore, the reported event of fiber tip break was confirmed. The observed condition of the fiber is consistent with fibers that experienced heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature may lead to tip detachments. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.